Event description:
Nurse was cleaning site with a chloraprep prior to starting an intra venous. When the nurse went to clean the insertion site, it broke apart and cut patients arm. Chloraprep is part of the intra venous start kit package.